Event description:
It was reported that an asymptomatic patient presented to the hospital. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient was exposed to ac shock from industrial equipment. A device software download was performed successfully; the device immediately went back into backup vvi operation. The device was explanted and replaced on an unknown date. The patient's condition was stable before the procedure. No additional information was reported.